Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator logs were downloaded and the software was upgraded to sw version 1.01.04. Functional tests were performed, the ventilator met factory specifications and was cleared for use. No parts were replaced. Evaluation of the received device logs confirmed the occurrence of the reported technical error code. The installation log does not contain any software installation so the technical alarm was not induced by a software installation. The technical log showed that the technical error code was preceded by a breathing sub-system error, indicating an automatic restart of the breathing sub-system after detection of an error. This restart of the breathing sub-system to rectify the error was unsuccessful, due to an inability to read the persistent memory¿s parameters information. The reported problem was not reproduced and no parts have been replaced, therefore the root cause why the breathing sub-system restarted has not been determined.

Event description:
(B)(4)